Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed assistance stopping a sensor session and had a possible pump issue; however, the exact pump issue was not confirmed. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided.